Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced a change in symptoms following a device setting adjustment performed by a healthcare provider during an appointment. The patient began leaning to one side or sometimes kind of goofy.  The patient's representative described that during the appointment, the provider zapped the patient on one side and another when they were adjusting the settings. Agent emailed the field for visibility. Additional information was received from the manufacturer representative (rep) clarified that the patient being "zapped" was just a description of stimulation. Decreasing amplitude resolved the issue. This was confirmed with the healthcare provider (hcp).